Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device logs were not provided. The reported device was not returned to our laboratory for analysis. Device logs were not provided. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation to our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: customer reported that the nursing staff observed the medication finished earlier than the programmed infusion time. The pump had been set to infuse over 33 hours, but the infusion was completed in approximately 16 hours. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.